Manufacturer narrative:
Pump was received with unresponsive all the buttons due to keypad connector not plugged in properly. Unit was received with cracked case along the side of the battery tube. The p-cap locks properly into place. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump was cracked at battery compartment. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.